Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 3. The patient's drain volume was 4201ml. The largest prescribed fill volume was 2500ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event as the patient never reported any symptoms or excessive drain volumes. The nurse stated that the patient resumed therapy and is doing well. There was no patient injury or medical intervention associated with this event.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: other component malfunction, specify.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed. A follow up medwatch will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the increased intra-peritoneal volume (iipv) discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain as one or more cycles advanced to the next fill when slow or no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).